Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -10.00/+5.5/087 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was reported as lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2022 but the problem was not resolved. The lens remains implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the surgeon repositioned (rotated) the lens again and patient was seeing 6/6 on day 1. Claim # (B)(4).